Event description:
It was reported that the distal end of the pta balloon catheter, including the entire balloon, detached during retraction into the introducer sheath. The detached segment was successfully retrieved without further incident. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One device was returned in two segments. The distal and proximal segments, containing the balloon, of the catheter were examined. The edge of the break at the butt joint was jagged. The inflation lumens extended beyond the break location. Additionally, the lumens were kinked at the break location. No other anomalies were observed to the device. No functional testing could be performed due to the condition in which the sample was returned (i.e. Detached in two pieces). One digital photo was returned and shows a pta catheter with the balloon detached inside a container. The polyimide guidewire lumen is extending beyond the butt joint and the balloon is not attached to the outer catheter. Based on the device and image evaluation, the investigation is confirmed for balloon detachment. The investigation is inconclusive for retraction issues, as the introducer sheath was not returned with the sample and no signs of retraction issues were seen on the balloon or catheter. The definitive root cause could not be determined based upon the available info. It is unknown if the original introducer sheath contributed to the retraction issues or if patient and/or procedural issues contributed to the reported event.